Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted by technical support, who provided instructions for a complete pump reset, after which the error did not reoccur, allowing the caller to successfully start their sensor session.